Event description:
It was reported to boston scientific corporation that an uphold lite vaginal support system was used during a vaginal vault suspension procedure. As the physician was pulling the first leg assembly through tissue with his fingers, he encountered some resistance, and the suture, with the needle at the end, detached inside the patent. Reportedly, the physician retrieved the detached suture and needle from the patient and completed the procedure with another uphold lite vaginal support system. There were no complications to the patient, who was stable at the conclusion of the procedure.

Manufacturer narrative:
A review of the manufacturing records for this lot showed no evidence of a manufacturing-related potential cause for this event. Visual analysis of the returned capio device revealed that the needle carrier was bent, likely a result of rotation of the capio device within the patient¿s anatomy in order to position the dart properly. Cracks were observed on the device handle, likely due to the return shipment. Functional analysis of the capio device demonstrated that the bent needle carrier would not deploy to the center slot on the cage. Visual analysis of the returned mesh assembly revealed that the blue dilator with white stripe was bunched and partially peeled back from the internal suture, and a small section of the lead suture with the needle at the end was detached from the dilator. The suture was frayed at the point of separation. The most probable cause for the damage to the dilator is that the sacrospinous ligament was not completely clear of fibrous or fatty tissue, causing the device to become stuck in the ligament. Continued force exerted on the suture then likely caused the lead suture to break.

Event description:
It was reported to boston scientific corporation that an uphold lite vaginal support system was used during a vaginal vault suspension procedure. As the physician was pulling the first leg assembly through tissue with his fingers, he encountered some resistance, and the suture, with the needle at the end, detached inside the patent. Reportedly, the physician retrieved the detached suture and needle from the patient and completed the procedure with another uphold lite vaginal support system. There were no complications to the patient, who was stable at the conclusion of the procedure.

Manufacturer narrative:
(B)(6).